Event description:
Device 1 of 2. Reference MFR report# 1627487-2019-02104.

Event description:
Device 1 of 2. Reference MFR report#1627487-2019-02104. It was reported that post a fall (approximately a month ago), the drg lead migrated into the epidural space confirmed on x rays. As a result, surgical intervention, was undertaken wherein the lead were explanted and placed at vertebral level l4. Therapy was restored post-operatively. It is unknown which lead migrated hence both leads are made reportable.

Event description:
Device 1 of 2; reference MFR report#1627487-2019-02104. Additional information received identified that the drg lead migrated at the level of t12 which was made reportable. The t11 lead is made not reportable. Issue pertains to t12 lead.